Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 142 mg/dl prior to the call. The customer stated that they received more than one motor error alarm prior to the call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement. However, the insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to verify alarms in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to corrupted history file. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.